Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Vessel morphology was reported as being moderately tortuous and mildly calcified. It was reported that the physician deployed a talent aui (aorto-uni) device too distally (MDR 2953200-2008-0125), which necessitated that an additional talent cuff device be deployed and modeled with a reliant balloon. A type iii endoleak (separation) was evident, which was reported to be coming from between the aui and the cuff device. A second talent aui device was then deployed, but the endoleak did not resolve (MDR 2953200-2008-01259). The physician elected to surgically convert the patient. No clinical sequelae were reported, and the patient is fine. The devices have been received by medtronic, and their evaluation is pending.

Manufacturer narrative:
Other (secondary intervention required) - evaluation: endoleak. Moderate tortuosity of the vessels.